Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated they had received insulin flow block alarm and blank display. Customer was unable to troubleshoot for high blood glucose because insulin pump was not working. Auto mode feature was active at the time of high blood glucose event. Customer stated there was a crack on battery compartment. Battery compartment and spring was damaged or corroded. The insulin pump will be returned for analysis.